Event description:
During a head and liner exchange the femoral stem pulled out of the patient.

Manufacturer narrative:
A review of the manufacturing device history record indicates the device was manufactured to specification. Engineering evaluation is on going.